Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: problem: the tubes are too full.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: problem: the tubes are too full

Manufacturer narrative:
H.6. Investigation summary: bd received 400 samples and 1 photograph from the customer in support of this investigation. An evaluation of the photo did not indicate overfill. Additionally, 20 returned samples were functionally tested and the issue of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the returned samples¿ test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements